Event description:
Reportedly, an unexpected battery voltage decrease was observed. The device should be returned for analysis.

Event description:
Reportedly, an unexpected battery voltage evolution was observed. The device should be returned for analysis.